Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The shaft, collar and tip were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. The shaft was kinked 17.5cm from the tip and the distal tip was flattened. The guide catheter used in the procedure was not received for product analysis, so a test guide catheter was used for functional testing. The distal tip of the shaft was inserted through the hub but there was resistance due to the tip being flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation results completed on 07-dec-2016. It was reported that device was difficult to advance through a guide catheter. The target lesion was located in the middle right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the physician attempted to insert the device into a non bsc guide catheter. However, resistance was encountered while the device was advanced into the guide catheter. The physician then removed the device from the patient's body and completed the procedure with a different device. However, device analysis revealed shaft detachment.